Event description:
It was reported that pulse generator interrogation indicated a ventricular sensing anomaly. The pocket was opened to replace the ventricular lead, but testing found that the qrs complex was seen on the electrogram, but not the intracardiac electrogram. The external analyzer was connected to the lead, confirming sensing. The physician concluded that the problem was with the pulse generator, so it was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.